Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 475 (mg/dl). A manual injection was delivered to address bg level. During troubleshooting with tandem technical support, air gaps and air bubbles were noted in the patient tubing line. Reportedly, customer does not perform the air removal step during the load process. Customer was reminded how to perform air removal step. Customer acknowledged.